Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced artificial urinary sphincter (aus) balloon migration following a coughing spell. It was indicated that the balloon migrated from the prevesical space to a subcutaneous location. However, there were no device issues caused by the migration. A surgical procedure was performed in which the existing balloon was removed and replaced. No patient complications were reported.